Event description:
States approximately 8 pen needles in the box were dull and would not pierce the skin, causing pain for pt and having to use multiple needles. Dose, frequency and route used: inject under the skin twice a day.